Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000202. H3) the manufacturer representative (rep) went to the site to test the imaging system. The rep found the dingus was way out of position and there were drape pieces down in the gantry indicating that the gantry was closed with draping up inside the gantry causing this event. They removed all of the debris and realigned the dingus so that the door would close properly. Performed system checkout and returned to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system was unable to open when around a patient, and they had to manually open the door. Rep reported that the system would not fully close around the patient, but the system showed it was fully closed. They attempted to open the gantry but it would not open. Using the yellow button/emergency door override was unsuccessful. Rebooting the system two times had no effect. They manually opened the door to remove the system from around the patient. Another imaging system was used to complete the case. It occurred intra operatively and there was 30 min delay to the case. Patient present at time of event. Unknown if the system is able to open/close when it is not around a patient. No additional information was provided at the time of the call. The system was being used for a sacroiliac and thoracolumbar procedure. There was no reported impact to the patient outcome.